Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on (B)(4) 2016. The rep was unaware of the patient experiencing any symptoms. It was noted that a possible cause of the inability to aspirate was the catheter leaking in the back.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal infumorph 23 mg/day. The indications for use were non-malignant pain and degenerative disc disease. During a normal scheduled pump replacement, the health care provider (hcp) was not able to withdraw cerebral spinal fluid (csf) through the catheter access port, and he did not get a flow after he disconnected the pump and the connector. Because the hcp was not able to withdraw csf, he made a decision to replace the old catheter with an 8780 catheter. The old catheter was partially removed, and the spinal segment was tied. The patient ended up having a catheter and pump replacement. There were no known environmental, external, or patient factors that may have led or contributed to the issue. ¿it was treated as a brand new pump implant.¿ the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.